Event description:
Pt reported obtaining a blood glucose result of 239 mg/dl while using the suspect device. Pt indicated that, 10 minutes later, blood glucose was retested on a laboratory instrument with a result of 115 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.